Event description:
It was reported that during an angiographic procedure the catheter tip separated inside the pt. Attempts to snare the tip were unsuccessful and the pt was sent to surgery where the tip was removed. The pt status is listed as "ok".

Manufacturer narrative:
Manufacturing report # changed from 600061-1998-00005 to 600058-1998-00003.